Event description:
It was reported that the user experienced repeated difficulty with infusion set preparation and deployment, including the inset not deploying correctly and the inset unintentionally coming out of the applicator during paper removal and preparation, which indicated an infusion set deployment issue and potential misalignment of the teflon cannula relative to the guiding needle. Symptoms included concerns about proper infusion delivery, though no hyperglycemia, hypoglycemia, or other adverse effects were reported. Outcomes included shipment of replacement infusion sets. Investigation included customer support troubleshooting that advised slower preparation, careful handling during setup, and verification that the teflon cannula was positioned correctly behind the introducer needle prior to insertion. Investigation of this case revealed a use-related setup error with the infusion set and a probable misassembly or misalignment during preparation that impaired proper deployment. It was concluded, based on previously established findings for similar reports, that the cause was user technique during insertion and preparation.

Manufacturer narrative:
Initial.